Event description:
It was reported that during unpacking sterile tray damage was noticed. During unpacking of the blzr prime xp 7-110-2.5-8-10 k2, the box and the sterile tray were found as punctured. The device was not used in a procedure. No patient complication was reported.

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed that the product box has a hole (approximately 2 " wide). The bottom seal was closed where the user opened the box to remove the catheter. The top seal is still intact. The pouch was microscopically examined and found to have a hole (approximately 2 " wide) on the center of the pouch. No other anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking sterile tray damage was noticed. During unpacking of the blzr prime (B)(4), the box and the sterile tray were found as punctured. The device was not used in a procedure. No patient complication was reported.

Manufacturer narrative:
(B)(4).